Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead had some periodic noise on the egm. The patient was not dependent and did not experience any symptoms. The lead was capped and replaced on (B)(6) 2018 during device change-out procedure. The patient tolerated the procedure well.